Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had stripped battery cap at coin slot area and cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump battery cap will not come off of the insulin pump. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the customer treated with injections as the pump was making the customer's blood glucose run high. Troubleshooting could not be done because the battery cap could not come off. No further details given.